Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of over 400mg/dl. The customer indicated that there was blood at the infusion site and that they received a calibration error. Customer indicated that the cannula was bent and troubleshooting found that the cannula was not in the customer's skin. Customer declined high blood glucose troubleshooting and no further troubleshooting was performed. Customer was advised to monitor the pump and call back if further issues